Event description:
It was reported that the insulin gauge displayed an amount different from what the customer expected on a previous day. The discrepancy was over 30 units, with an unexpected fill estimate of 80 units instead of 180 units as anticipated. There was no adverse impact to the customer¿s blood glucose level. The customer continued using the same cartridge without changing or reloading, and the number remained static until it reached 80 units and began counting down. Customer was advised to call back for troubleshooting assistance if the issue recurs, and they acknowledged this instruction.